Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that during inflation with 2cc of the sterile water, the balloon did not inflate. The nurse tried to remove the catheter, however the balloon would not deflate. The catheter had to be removed with the 2 cc's of sterile water. The patient allegedly experienced hematuria. It was later reported via email on (B)(6) 2018, that the nurse was only able to inflate the balloon with 2cc's of sterile water. After the catheter was removed, the nurse tried to inflate the catheter balloon again and was still only able to inflate it with 2cc.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation of needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol."

Event description:
It was reported that during inflation with 2cc of the sterile water, the balloon did not inflate. The nurse tried to remove the catheter, however the balloon would not deflate. The catheter had to be removed with the 2 cc's of sterile water. The patient allegedly experienced hematuria. It was later reported via email on 07/06/2018, that the nurse was only able to inflate the balloon with 2cc's of sterile water. After the catheter was removed, the nurse tried to inflate the catheter balloon again and was still only able to inflate it with 2cc.

Event description:
It was reported that during inflation with 2cc of the sterile water, the balloon did not inflate. The nurse tried to remove the catheter, however the balloon would not deflate. The catheter had to be removed with the 2 cc's of sterile water. The patient allegedly experienced hematuria. It was later reported via email on 07/06/2018, that the nurse was only able to inflate the balloon with 2cc's of sterile water. After the catheter was removed, the nurse tried to inflate the catheter balloon again and was still only able to inflate it with 2cc.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation of needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol."